Event description:
It was reported that the patient faced insulin flow block alarm due to bent cannula event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for two days.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.